Event description:
The reporter contacted animas on (B)(6) 2013 alleging the pump powered off intermittently while bolusing. The reporter stated the pump powers off and then reboots itself. The reporter denied awareness of rebooting at other times. The reporter stated changing the battery and battery cap did not resolve the issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.